Event description:
It was reported that during a laparoscopic gastric bypass procedure, the staples on a 3 cm portion on the anterior side of thegastrojunostomy anasotmosis did not properly form resulting in a gap. Silk sutures were used to complete the anastomsis. There was no patient consequence. The case was completed with another device of the same product code.